Event description:
The reporter contacted animas on (B)(6) 2013 reporting medical treatment for low blood glucose occurring sometime in june related to priming while attached to the pump. The reporter was unable to recall how much was primed at the time of the event. The reporter stated that blood glucose levels decreased to 31 mg/dl prior to receiving medical intervention. The reporter stated that glucose was administered by a doctor and ambulance provided treatment for blood glucose levels as well. The reporter indicated being aware not to prime while attached and confirmed following prompts to disconnect from the pump but stated that at the time of the event the reporter was distracted and failed to disconnect. This report is made based on the allegation that the reporter experienced a blood glucose of 31 mg/dl requiring medical treatment associated with priming the pump while attached.

Manufacturer narrative:
The pump has not been requested for return to animas as the event was attributed to use error of the device. The pump displays warnings to disconnect from the pump when performing the ezprime functions to prevent the user from priming while attached; additionally, the user guide instructs the patient to never prime while attached to the infusion site. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. There was no data in black box or download histories from time of reported issue due to continued use. Before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue.¿ the pump passed the flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.